Event description:
It was reported that, ¿pt presented with increased pain after a fall. The pt said she felt like things were loose. We replaced the above referenced parts. The parts that were removed were not excessively worn. Upon incision, there was a large evacuation of a hematoma. Dr (B)(6) decided to remove the 10 year old components referenced above and he did a synovectomy. There was some osteolysis noted on the medial proximal tibia. Both the femoral component and the tibial component were evaluated and were deemed to be stable.¿

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6475-3-940, lot # tdac210, description: krh standard axle. Cat # 6485-2-460, lot # tcpb233, description: krh duration bushing standard. Cat # 6485-2-460, lot # tcpb238, description: krh duration bushing standard. Cat # 6485-4-100, lot # tcpba50, description: krh duration standard bumper.